Manufacturer narrative:
Correction - report source: company representative was checked in error in initial report and corrected in follow up report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non sustained right ventricular oversensing caused due to post paced t wave oversensing was observed. The patient was seen in clinic and the suggested programming changes were made. The patient was in stable condition.